Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customers blood glucose level was 450 mg/dl. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.